Event description:
The customer reported obtaining probe obstruction, bellows not up, and backwash tank not full errors from the coulter lh 750 hematology analyzer. The customer attempted to replace the probe but the instrument was still generating the probe obstruction error. The customer stated that the diff pak reagent was empty but the instrument did not prompt the customer to change the reagent. The customer then discovered approximately 3 ml of clear fluid leak from the instrument. The customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a disconnected upper sheath tubing on the right side of the instrument. The fse replaced all upper sheath tubing to resolve the leak and dried out connectors to sensor distribution board to resolve the errors. Failure mode of the leak is attributed to a disconnected upper sheath tubing on the right side of the instrument; the instrument generated probe obstruction, bellows not up, and backwash tank not full errors to alert the operator to an instrument problem. (B)(4).